Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 15806531.

Event description:
It was reported that after a reprogramming, the patient was still experiencing inadequate pain relief and shocking sensation in upper back. It was also reported that the percutaneous lead had high impedances and the paddle lead elicited stomach and rib stimulation. The patient underwent an explant procedure and was doing well postoperatively. All explanted device were discarded.